Event description:
The customer reported after charging the battery fully and then running the battery test, the charge time was 61 minutes and the device shut down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported after charging the battery fully and then running the battery test, the charge time was 61 minutes and the device shut down. There was no reported pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.